Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was found unresponsive at home. Emergency medical services (ems) were called and initiated cardiopulmonary resuscitation (CPR). Pump was off when the patient was found. Ventricular assist device (vad) interrogation confirmed pump off until new batteries connected by ems. Log files confirmed a pump stop on (B)(6) 2024 at 9:22:46. This was caused by the 14-volt batteries and the emergency backup battery (ebb) being allowed to drain completely. This also causes the system controller clock to reset to the default timestamp of 01jan2000. Once power was restored, the pump returned to operating at the set speed of 6000 rpm. The events leading to battery being drained resulting in the pump stop was unknown. The patient passed away.

Manufacturer narrative:
Section h6: health effect - impact code and medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop consistent with full battery depletion. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The controller event log file captured a pump stop on (B)(6) 2024 due to full depletion of the external 14 volt lithium-ion batteries, as well as the system controller's internal backup battery (refer to the system controller investigation). External power was restored to the system at an unknown time and the pump resumed operation at the fixed speed with no further notable events until support was ultimately withdrawn. The pump appeared to function as intended at the fixed speed prior to and following the pump stop. It was later communicated that the events surrounding the depletion of the batteries were unknown, and the pump will not be returned for evaluation. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including death. Section 7 of the IFU and section 5 of the patient handbook describe system alarm conditions, as well as the appropriate actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. This document further instructs the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.